Manufacturer narrative:
Zoll medical corporation evaluated the device, internal handles, and multi-function cable and the reported malfunction was not replicated or confirmed. The device, internal handles, and multi-function cable were put through extensive troubleshooting without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type. The clincal files were overwitten with events after the reported event; therefore they were not part of the investigation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to discharge using internal handles. Complainant indicated that the clinician obtained another device and internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.